Event description:
It was reported that during a coronary artery stenting treatment procedure there was difficulty placing the filter wire and the tip broke. The lesion being treated was located in the right coronary artery (rca). The physician placed one filterwire in the rca and implanted 3 non bsc stents. A 2nd filterwire was placed but the filter had not been deployed, upon pulling back, the filter wire became tangled in the middle of one of the stent struts. The physician was trying to reposition the filterwire and the tip broke off as he was pulling it out, it became hung up on one of the implanted stents and deformed the stent. Pt was unstable and was put on a balloon pump. The next day the physician went in with a stent and smashed the dislodged tip against the vessel wall. Pt is still hospitalized on a balloon pump. Add'l info has been requested including the pt condition and resolution but is unavailable at this time.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.